Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. Two t8 stick fit hexalobe drivers (part number 80-0759, batch number 530524 and part number 80-0759, batch number 555893) were returned for evaluation. The returned drivers were examined visually under magnification. One driver (batch number 555893) had torsional and oblique fracture patterns identified along the splines of the hexalobe tip. The other driver (batch number 530524) had a torsional fracture pattern along the splines of the hexalobe tip. The torsional fracture pattern indicates an excessive twisting load about the driver's central axis, while an oblique fracture pattern indicates some side loading (bending), away from the driver's central axis, was also applied to the hex tip. Hexalobe tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. The reported event indicated the driver tips were broken during an aculoc2 plate system removal surgery. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during a routine aculoc2 plate system removal surgery, two t8 stick fit hexalobe driver tips (part number 80-0759, batch number 530524 and part number 80-0759, batch number 555893) broke. The broken pieces of the driver tips were left in the screw heads, but the screws, and the plates were removed by rotating and unscrewing the plates. The surgery was completed after a 5-minute delay. There were no adverse patient consequences reported. This report is related to report numbers 3025141-2023-00414 and 3025141-2023-00416 for the other driver and screw involved in this event.